Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cutter device, (B)(6) 2021. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the device did not function, the moving parts did not move smoothly, there was component damage, and the device was frozen/would not move. It was further determined that the device failed pretest for check the oscillation frequency, check general function in running mode, check for mechanical free movement, and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device and cutter device showed no signs of movement (rotation / oscillation / reciprocity) when the motor was running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.